Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
As reported, in 2008, this patient sustained multi-system trauma secondary to a motor vehicle accident and underwent endovascular repair of a thoracic aortic transection using a gore tag thoracic endoprosthesis. Completion angiography revealed that the graft had poor proximal wall apposition; however, no extravasation of contrast through the lesion was noted, so it was decided to leave the graft as is. A follow-up cta taken three days later, showed invagination of the graft at the proximal end. A reintervention took place the following day. Ballooning the device with a gore tri-lobe balloon catheter was attempted, but the balloon ruptured and the device continued to collapse. An additional gore tag thoracic endoprosthesis was then placed proximally, intentionally covering the left subclavian artery, with minor poor wall apposition noted. A cordis palmaz stent was, therefore, implanted using a cook coda balloon catheter. Full wall apposition was obtained along with continued filling of the left carotid artery and left subclavian artery. No further events were reported.